Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2019-04761.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Implant date: on or near (B)(6) 2012. Concomitant medical product: lps nexgen articular surface, catalog # 00596404210, lot # 62201616; all poly patella, catalog # 00597206535, lot # 62213303; stemmed tibial component catalog # 00598004702 lot # 62212733; palacos r 1x40 single, catalog # 00111214001, lot # 74414287; palacos r 1x40 single, catalog # 00111214001, lot # 74434300. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-02324. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing clicking noise in knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.